Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available.